Event description:
Attempted to remove foley catheter. Only 10 cc of water aspirated from foley before removal. Unable to remove more fluid. Resistance met when attempted to remove. Physician was called and catheter removed by the physician. It was noted that there was a plastic ring/cuff that remained when balloon deflated.